Event description:
Customer reported 2 infusion sets have leaked insulin due to bent cannulas. She experienced hyperglycemia as a result, but no adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.